Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had a problem because the pump was not giving her insulin due to having a high blood glucose of over 600 mg/dl. Customer at first tried to treat the high blood glucose with a bolus but since the blood glucose was not going down she then treated with 12 units of insulin using a syringe. Customer also stated that reservoir was leaking. Customer was unsure if leak was at past first or second o ring. Customer performed the self-test and it was passed. The insulin pump will not be returned for analysis.